Manufacturer narrative:
Zimvie received one (1) tsx37b13, (tsx¿ implant, 3.7mmd, 13mml) for evaluation. . Visual evaluation of the as returned device identified the implant packaging, and outer vial in an opened condition. The outer vial's tamper seal / ring was observed broken. The outer vial was seen empty, and the outer box was observed torn. The coob is non-verifiable as the condition of the product / packaging received by the customer is unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2120018735. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120018735 for similar events and one (1) other complaint was identified (B)(4). The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product / packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported clinician opened implant and were missing implant. The box and vial were unopened. The vial was missing implant, cover screw and mount in package. No impact to the patient, doctor had another zimvie implant available.

Manufacturer narrative:
Zimvie complaint number (B)(4). .